Event description:
A pneumothorax was identified post-procedure, and the patient was admitted and discharged after two days with no further complications or intervention required. The physician did not believe the injury was related to the galaxy system but submitted the complaint out of caution. No malfunctions were reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation, and manufacturing records confirmed it passed the final qa/qc check. Video review identified no system malfunctions or use errors. Biopsies were performed under breath-hold per galaxy guidance, and the lesion was confirmed to be located directly on the pleura, inherently increasing pneumothorax risk. The physician did not attribute the pneumothorax to the galaxy system, stating it occurred when anesthesia began to wear off, causing the patient to cough while the biopsy needle remained extended in the nodule. Considering the procedural circumstances and pleural lesion location, the pneumothorax is most consistent with the known inherent risks of bronchoscopy and transbronchial biopsy. This complaint is reported due to the following conclusions: a pneumothorax was identified after a galaxy-assisted biopsy procedure. The physician reported the event out of caution. The patient was admitted for two days and subsequently discharged without further complications or need for additional intervention. The physician did not attribute the injury to the galaxy system and stated that the pneumothorax occurred when the patient began coughing as anesthesia was wearing off while the biopsy needle remained deployed. No malfunctions were reported, and no use errors were observed.